Event description:
Customer did a blood glucose test and received a result of 93mg/dl. Customer fainted and lost consciousness. Paramedics were called and tested blood glucose and received a result of 30mg/dl. A glucose injection was given. No controls were being used. A request was made for the return of the suspect device. Replacement product was sent.